Event description:
It was reported that during insertion, the membrane of the intra-aortic balloon (iab) became unfurled causing resistance when passing through the sheath hub. This caused the iab to break and kink. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint(B)(4).

Event description:
N/a.